Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had ¿unscrewed spontaneously, which resulted in an opening of the circuit." It was further reported that the titanium adapter unscrewed from the transfer set side. There was no patient injury or medical intervention associated with this event. No additional information is available.